Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name could you please provide more details for "device does not staple correctly or make the cut"? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the contour device is installed in the lower rectum, closing the jaw without difficulty. When fired, the device does not staple correctly or make the cut. They change the reload, make a new firing, and the same situation occurs - shallow stapling without a cut. Finally, they change the device and make a successful new firing. There was a 20 minute delay in surgery. The procedure was successfully completed. There were no patient consequences.